Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number was 894309. The uric acid reagent lot number was 887830. The expiration dates were not provided. The field service engineer checked the fluidics components and found that the rinse nozzle for the blank water dispense was overflowing, causing carryover to another cell position. He adjusted the dispense, performed a hardware check, and ran qc, which were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Example 1 initial calcium result was 6.66 mg/dl, and the repeat result was 9.56 mg/dl. Example 2 initial calcium result was 7.31 mg/dl, and the repeat result was 9.30 mg/dl. The initial uric acid result was 2.61 mg/dl, and the repeat result was 4.37 mg/dl.